Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the device did not work at all was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation,it was observed that the device was extremely hot and the bearing was stiff. It was determined that this was due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the during service and evaluation, it was observed that the motor device was getting extremely hot and the bearing was stiff. It was noted in the service order that the device did not work at all. There was no patient involvement. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.